Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test and motor error alarmed during occlusion test due to a faulty force sensor resistor. The device had a cracked reservoir tube lip and a scratched display window. The motor tested ok.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 191 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.